Event description:
It was reported that the patient experienced leaking when attempting to insert multiple ilet connectors into the pump. Verification confirmed that the insertion technique was correct. The patient was advised to try a connector from a different supply box, which resolved the issue, allowing successful attachment of the connector to the cartridge. No further assistance was needed. Blood glucose was 129 mg/dl and not affected. The reported connector lot number was 32992. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.